Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the metal cap detached from the fiber and the laser beam started to activate from the inside after 22 minutes and 136,235 joules of fiber use. This incident caused the fiber to overheat, and the fiber life system started to activate. The physician replaced the fiber to complete the procedure. The patient condition was reported as stable after the procedure.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure, the metal cap detached from the fiber and the laser beam started to activate from the inside after 22 minutes and 136,235 joules of fiber use. This incident caused the fiber to overheat, and the fiber life system started to activate. The physician replaced the fiber to complete the procedure. The patient condition was reported as stable after the procedure.